Manufacturer narrative:
The serial number was updated and the device evaluation was completed to investigate the reported event. A visual inspection was performed and found no issues related to the reported alarm. Functional testing was performed on the returned homechoice device. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The alarm log identified several alarms and determined the reported alarm to be a low drain volume alarm. Though the reported alarm was verified in the event log, the cause could not be determined. The device was sent in for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the homechoice (hc) device during peritoneal dialysis therapy. The care giver informed the technical service representative that the hc was beeping a lot. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.